Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis reproduced noise. The device was tested using automated test equipment and was anomalous. However, upon retest no anomaly was detected and the device met all test specifications. The cause of the anomaly was not determined as the anomaly was lost during the analysis.

Event description:
It was reported by the physician that noise was observed on the rv channel and rv-svc channel. The device was oversensing noise. Low r-wave and low impedance were also observed. The device was explanted.